Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the radiopaque marker was missing from the unit and not returned for evaluation. The extrusion contained ID where the marker had been crimped into position. The unit appeared bent and mangled. All other aspects of the unit were within required specifications. Without being able to examine the radiopaque marker, a thorough evaluation could not be performed. Co therefore cannot determine the exact cause for this event. However, the condition of this device upon receipt, bent and mangled, may indicate excessive manipulation which may have contributed to this event. H.6 #200 - other/entire device was not returned, therefore unable to perform complete evaluation.

Event description:
A radiopaque marker detached in the vascular system upon introduction during a peripheral percutaneous transluminal angioplasty. The marker was retrieved with a snare and a dilator was used to successfully complete the procedure with no pt complications. This device is currently being evaluated by the MFR. Upon completion of the eval a supplemental mw form will be forwarded under the above noted sequence number. The pt's anatomy and/or user technique may have been contributing factors to this event. However, until the completion of the engineering eval, co cannot determine the cause for this event.